Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(4)) received an scs system on (B)(6) 2009. It was reported that the pt was not receiving effective stimulation. Diagnostics tests revealed impedance issues for several of the pt's lead contacts. In an effort to resolve this matter, reprogramming was performed; however, that intervention method yielded only partial therapy coverage for the pt. X-rays of the pt's scs system will be taken for further interrogation. The physician suspects lead migration; however, this has yet to be confirmed. No add'l info is available at this time.